Event description:
Philips received a complaint by the customer on the v60 indicating that the unit only worked on battery power and did not work on alternating current (ac) power when plugged in. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit only worked on battery power and did not work on ac power when plugged in. The reported issue was confirmed after the biomed verified that the green light emitting diode (led) was not illuminated on the front panel when the customer had checked the power cord for proper connection. The customer requested bench repair. This investigation is ongoing.